Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced rapid battery depletion on the ilet pump and was advised to fully charge the device and monitor for a drop greater than 50 percent within one day, with education provided that a full charge should last at least two days. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no alarms. Investigation included customer education and troubleshooting guidance to assess battery performance over a defined observation period. Investigation of this case revealed no device alarms and no confirmed malfunction at the time of the call. It was concluded, based on previously established findings for similar reports, that the cause was not confirmed pending user monitoring and potential review of battery logs.